Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of seven shocks. At 07:38:01 on (B)(6) 2019 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 200 bpm with motion artifact and the post shock rhythm was sinus rhythm at 65 bpm with bigeminal pvc's, motion artifact and pat. The patient was sleeping at the time of the first treatment and did not remember the event. The response buttons were pressed from 07:38:15 to 07:38:17. The response buttons functioned appropriately. At 11:50:01, the patient received a second appropriate treatment. The patient's rhythm at the time of the treatment was vt at 270 bpm with motion artifact and the post shock rhythm was sinus bradycardia at 45 bpm with bigeminal pvc's and nsvt. At 12:01:59, the patient received a third appropriate treatment. The patient's rhythm at the time of the treatment was vt at 200 bpm and the post shock rhythm was af at 140 bpm with intermittent nsvt. At 12:02:25, the patient received a forth treatment. The patient's rhythm at the time of the treatment was af at 140 bpm with intermittent nsvt and the post shock rhythm was an induced arrhythmia of vt at 260 bpm. Intermittent nsvt contributed to the false detection. At 12:02:52, the patient received a fifth appropriate treatment. The patient's rhythm at the time of the treatment was vt at 260 bpm and the post shock rhythm was af at 140 bpm with pvc's, intermittent nsvt, and motion artifact. The device then detected a non-treatable rhythm. At 13:27:44, the patient received the sixth appropriate treatment. The energy delivered in the treatment delivered was 121 joules. The low energy pulse was caused by high impedance. The cause of the high impedance is unknown. The device properly delivered conductive gel during the event. There is no indication that the high impedance was caused by a device malfunction the patient's rhythm at the time of the treatment event was vt at 190 bpm with tactile and motion artifact and the patient's post shock rhythm was vf with tactile artifact. At 13:30:26, patient received the seventh appropriate treatment. The energy delivered in the treatment delivered was 6 joules. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. The patient's rhythm at the time of treatment event was vf at 190 bpm with motion artifact and the patient's post shock rhythm was sinus tachycardia at 130 bpm. The patient's arrhythmia was successfully converted to a life-sustaining rhythm as a result of the treatment event. The patient's monitor and electrode belt were returned and were found to be fully functional. It was reported that the patient passed away three days later on (B)(6) 2019. There is no indication that the lifevest caused or contributed to the patient's death as it was not within 24 hours of the inappropriate treatment. The patient remained at the hospital and the lifevest was removed.